Manufacturer narrative:
The glu, cobas pulse test strip lot number was 748096 with an expiration date of 15-jul-2025. The device and test strip were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of error messages and questionable glucose results from a cobas pulse instrument. At 09:28, the result was 530 mg/dl. At 9:31, the result was 108 mg/dl. At 9:31, the result from a venous sample using dxc 700 au by beckman was 102 mg/dl.

Manufacturer narrative:
Medwatch fields d1-d4, d9, g1, and g4 were updated. The meter and test strips were received for investigation. The meter audit trail showed test strip errors and sample application errors. An optical inspection showed signs of contamination due to residue of liquid on the printed circuit board (pcb) in the area of the advanced strip socket, and qc material was found on the insertion slot. Contamination on the electronics can lead to disturbance of the strip detection and/or the measurement workflow and trigger various error messages. Contamination from moisture or liquids may also cause a temporary malfunction. No product issue was found. During the blood glucose testing, the instrument and returned test strips performed acceptably.